Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced an acute thrombus approximately 12 hours post implantation on the lvad. The clinical staff reportedly had difficulty with anticoagulation and there was some type of bio-matter noted in the pt's left atrium during post-operative echocardiogram (echo). Although the hospital did not suspect a device-related issue, a decision was made to exchange the pump with another lvad.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.